Event description:
Customer was connected with inserted infusion set and pushed reservoir plunder manually and injected insulin unknown how much. The next morning customer was unconscious. Emergency physician medicated the customer at home with glucose. Then customer visited md to review technique. (On pump for 2 weeks). Patient was trained by co sales representative.